Event description:
Outback not turnable, by pulling the outback out there was plastic at the end of the needle.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete, additional info will be submitted within 30 days of receipt.